Manufacturer narrative:
Additional information regarding patient re-admission was reported under MFR# 2916596-2021-05944. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported neurological dysfunction could not be conclusively determined through this investigation. It was reported that the patient was not waking up post operation day 1. Two computed tomography (CT) scans were negative, and an electroencephalography (eeg) looked like nonspecific encephalopathy. Neurology was consulted and they believed it was encephalopathy, but they were unsure of the source. The account communicated that the patient recovered from the event with no neuro deficits. Stroke was never confirmed. The patient¿s hemodynamics were stable. They were discharged to inpatient rehab on (B)(6) 2021. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU lists other neurological events (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this document lists other neurological events (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information states that patient recovered from event with no neuro deficits ¿ no stroke was ever confirmed. Patient has had a very long complicated course. Patient was discharged to inpatient rehab on (B)(6) patient was readmitted to heart hospital of austin on (B)(6) fter she refused to speak or participate in rehab therapy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on post operation day 1 that the patient was not waking up . Computed tomography (CT) was negative twice . Electroencephalogram (eeg) looked like non specific encephalopathy, but hemodynamics were stable. The healthcare professional stated that the neuro thought this was an encephalopathy although there was no confirmation of the source. Patient was moving around more and following some commands again. There was nothing focal that suggested a stroke at the time.